Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2005. It was reported that the patient experiences a painful increase in stimulation about every two weeks. She stated that she fell a few months ago, and subsequently felt overstimulation. It was reported that the sensation did not begin immediately after the fall. The patient's pain pattern is low back and right leg, and she allegedly feels the overstimulation to those areas. No further information is available at this time.

Manufacturer narrative:
Evaluation, method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.